Event description:
Pt contacted dexcom technical support on 2/10/2011, to report that she was experiencing a rash (large, itchy, hive-like areas of skin) at the near her sensor insertion sites. Pt saw several dermatologists. During a f/u call made by dexcom technical support on 03/08/2011, pt reported that one dermatologist recommended steroid cream. Another dermatologist recommended that she use cetaphil to clean her skin near the insertion areas and recommended that she discontinue use of her cgm for one week. Pt discontinued use for one week, then resumed using her cgm, this time with all kare protective barrier wipes. She reported that this method seemed to work well. She also reported that the skin from her previous sensors was still rough but healing well.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.